Event description:
It was reported that during a lap hernia repair procedure, the staples jammed. A new instrument was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: two devices (a-b) were returned for analysis. Device a was returned with the nose open and non-functional due to an insufficient cartridge nose weld. Device b was returned with the nose broken and non-functional. No functional test could be performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required spec; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.